Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a uterine artery embolization [uae] the tip of the diagnostic catheter kinked and eventually detached within the patient's vasculature. The physician had acquired right retrograde femoral artery access with a 5f sheath. During catheter manipulations the catheter kinked. The physician tried to advance a stiff .035 guidewire through the catheter in an attempt to straighten the catheter and perforated the catheter at the kink with the guidewire. A micro catheter was then advanced through the catheter in an attempt to straighten the catheter unsuccessfully. The physician then tried to walk the kinked catheter off the stiff guidewire together. When the catheter reached the 5f introducer sheath the physician heard a snap and was able to verify under fluoro that the catheter had detached within the sheath while still on the guidewire. The physician then removed the sheath and catheter together, over the wire, while saving vascular access with the wire then, placed a new sheath in order to complete the procedure. The physician was able to verify under fluoro, that no foreign bodies were retained with in the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.